Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Oracle ro (B)(4): it was reported that a cassette sensor malfunction occurred. The pump would not recognize a cassette. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the tamper seal was missing from the device upon receipt. Functional evaluation to include non-destructive testing of the pump confirmed that the reported cassette sensor malfunction, will not recognize cassette, was present. Investigation further confirmed that the downstream occlusion sensor was inoperable. Results: the customer reported issue of cassette sensor malfunction, will not recognize cassette, was duplicated during the course of the investigation. Root cause of the reported issue is attributed to the downstream occlusion sensor that was found to be inoperable. The inoperable downstream occlusion sensor was replaced. A non-conformance report ncr was created to address this issue and the investigation is ongoing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. Per reporter, pharmacy tech mwas doing a pre-use checkout when the issue was found.